Manufacturer narrative:
H10: voluntary medwatch MDR report #: mw5119861, mw5119862.

Event description:
Related MFR report number: 2017865-2023-40776. Voluntary medwatch form received notes that there was oversensing noise on the atrial lead and right ventricular (rv) lead. It was suspected that the atrial and rv leads had insulation damage. X-ray was performed but did not revealed issues. There were no adverse patient effects reported.